Event description:
Related manufacturer reference number: 2017865-2022-05540. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams).it was also noted that the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The physician explanted and replaced the pacemaker and the ra lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The pacemaker was returned as it was subject to assurity header advisory. The pacemaker was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. After all electrical test performed including noise test, thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.